Event description:
During a craniotomy for a brain tumor, the disposable perforator was used by the customer with a new (non-codman midas rex) craniotome. On the fourth burr hole, the drill stopped spinning and became stuck in bone. Another perforator was used to drill and dislodge the device. It is not known if the difficulty was caused by failure of the codman perforator, the non-codman craniotome, or by some other variable. It is reported that there were no adverse consequences to the patient.